Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to the age of the liner. The liner and modular head were removed and replaced.